Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be because the scope connector terminal was bent. Since the device was not returned to the factory, investigation was carried out based on the available information. However, we could not identify the cause of the defect. During processing of this complaint, attempts were made to obtain complete reporter information. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. H3 other text : evaluation not completed.

Event description:
It was reported that the video system center had no image. There were no reports of patient harm.